Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on (B)(4) 2010 which places the approximate usage life at approximately 6 years. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy a replacement device was used to complete the procedure. The hospital did not report any patient effects. Service manual and IFU was sent to hospital for information.

Manufacturer narrative:
The hospital sent the device out for repair; therefore, the device is not available to be returned to us for a technical evaluation. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Please disregard the statement below. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy a replacement device was used to complete the procedure. The hospital did not report any patient effects. Service manual and IFU was sent to hospital for information.